Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat pain secondary to osteoarthritis. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat aseptic loosening. Upon entering the joint, the surgeon determined that the femoral component and tibial tray were loose at an unknown interface and revised. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient received competitor products utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2018, left knee.